Manufacturer narrative:
Aditional information: based on the received information, damage to the active electrode due to the reported accident appears very likely. However to determine an exact root cause device investigation would be necessary. No date on possible re-implantation date has been received.

Event description:
The user no longer has any hearing sensation after a head trauma; there was no obvious swelling or inflammation over the implant site. Re-implantation is considered, but has not yet been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has no more hearing sensation after a head trauma; there was no obvious swelling or inflammation over the implant site. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Other mechanical damages found during investigation are most likely related to the explantation surgery. All the problems given in the recipient report appear to match well with this finding. Please note that the date of event estimated was corrected to (B)(6) 2019, hence recipient was (B)(6). This is a final report.

Event description:
Recipient's family presented at the clinic reporting the child lost hearing percept with the device after banging her head on the wall the day before. There was no obvious swelling or inflammation over the implant site. The recipient was re-implanted on (B)(6) 2019.